Event description:
It was reported that an asymptomatic patient presented in clinic for arm issues unrelated to the ICD system. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.